Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported that something was stuck in the biopsy channel. The issue found during reprocessing. There was no patient involvement reported on this issue. No harm was reported , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation, forceps passage inspection was performed found the biopsy channel was clogged. Foreign material was observed to be clogging the biopsy channel. The reported issue was confirmed. Furthermore, the following defects/findings were identified during device inspection: due to clogged biopsy channel, brush passage test failed. Dunk test for leak testing unable to be performed due to clogged biopsy channel. Play observed on control knob, right /left knob found loose. Chip/dents observed on the device distal end case cover (c-cover) and insertion tube (I/t) found with a crack. Crack glue found on a-rubber (bending section). Scratches found on objective lens. Insertion tube noted to be twisted (snaky). Minor buckle on light guide tube noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.